Manufacturer narrative:
Based on the claim against the product noting, the medium-large clip applier instrument would not lock the clip on the tissue. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent severely instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing. As severe misalignment of grip tips can be, due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint regarding the medium-large clip applier instrument would not lock the clip on the tissue was confirmed, by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported, during a da vinci-assisted cholecystectomy surgical procedure. The medium-large clip applier instrument would not lock the clip on the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.